Event description:
Pt in o.r. For tonsillectomy/adenoidectomy. During case scrub person noticed black area at right corner of mouth. Electrosurgical pencil handle had been positioned over/on that area. 1.2cm x .8cm lesion/burn present. Silvadene cream applied. Megadyne pencil tip used during case.